Event description:
Access artery damaged: the access artery was severely calcified. The use of a 24 fr dryseal sheath (gore) made the outer diameter larger, which damaged the right access artery when the dryseal was removed from the patient after the relay pro was deployed. After the relay pro was implanted, a tag (tgm343420j, gore) and an excluder leg (plc121200j, gore) were implanted. After that, the peeled intima around the puncture site was anastomosed and closed, and the procedure was successfully completed. Operation type: stent graft implantation ancillary devices used: tag (tgm343420j, gore), excluder leg (plc121200j, gore) blood loss: amount is unknown. No image available. No pre-case plan available . No additional information will be obtained. (Tc#(B)(4)) patient outcome - "the patient's condition is favorable."